Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 5 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp stated she disconnected because she thought the machine was done with the therapy when the machine alarm she reconnected. The tsr had the hp cycle power. The tsr explained the alarm and instructed the hp to contact the nurse about reconnecting after she had the alarm. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number cannot be provided in this report because the product code is unknown at this time.